Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine generator change when left ventricular was connected, numbers from lead test did not correlate to pre procedure implant numbers. Fluoroscopy confirmed dislodgement. The lead was explanted and replaced successfully. The patient had no complications from the procedure.